Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.